Manufacturer narrative:
Per tandem diabetes care user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 57 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous dextrose and saline. The low bg resolved with no injury. On the same day, after 3.5 hours, the customer was discharged from the ER. No issues were identified with the cartridge, insulin, or infusion set tubing/cannula. Technical support educated the customer to not be connected to the pump during the fill tubing process.